Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse ran intercart testing and found low light levels followed the blue fiber cable (bfc) going to the robot. Fe replaced bfc and noted increased light levels, but still under 800uw on channel 1 (661 uw). The fse replaced the bfc and the robot card cage to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the card cage is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a fiber cable message eon the system. The customer reseated the fiber cables multiple times but the message remained. The customer disconnected the cables from the console 1 and 2 separately but the issue remained. The technical service engineer (tse) viewed the system logs and found an error 31089 on the fiber cable port 2 connecting to the robot. The customer moved the fiber cable connecting to the robot to another port on the tower and the error reoccurred not pointing to the new port. The customer stated that they would perform the case laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury.